Manufacturer narrative:
Device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 04-apr-2025. Following j&j medtech procedures, a visual inspection and functional test of the returned device were performed. Visual inspection revealed reddish material presumably blood and a hole in the surface of the pebax. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. It should be noted that this product failure is multifactorial. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
This qdot micro catheter was received by the biosense webster failure analysis lab as an extra product received. An investigation was performed to determine if there was an existing manufacturer reference number for this device. However, it could not be associated to any existing record. As a result, this record was created to analyze the returned device. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-apr-2025, observed reddish material presumably blood and a hole in the surface of the pebax. Bwi became aware of the hole in the surface of the pebax on 25-apr-2025 and have assessed this returned condition as reportable.